Event description:
It was reported that the patient presented in clinic due to symptoms of bradycardia. It was noted that both the right atrial (ra) and right ventricular (rv) lead had no capture and was over-sensing noise. Furthermore, the rv lead has high pacing impedance, and the ra lead had low pacing impedance. A chest x-ray confirmed that both the rv and ra leads were dislodged, and the pacemaker (pm) had migrated. The dislodgement of the leads and migration of the pm was attributed to twiddlers syndrome. During a repositioning attempt, it was noted that the rv lead was fractured and the helix failed to retract. The rv lead was capped and replaced on (B)(6) 2025. The ra lead was explanted and replaced, and the pm was repositioned successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.